Manufacturer narrative:
The device was not explanted and will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The pump was not explanted; therefore, a full evaluation of the device could not be performed and a correlation between the device and the reported event could not be determined. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii lvas. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 7 months post-implant, it was reported that the patient expired due to a cerebral hemorrhagic stroke. It was also reported that the patient was in a septic status at the time of expiration.